Event description:
Product issue was reported with our medical linear accelerator where the gantry rotated unintended during initial machine power up. The service engineer discovered a faulty motor circuit board. The root cause of the motor circuit failure has not been determined and it is currently under investigation. If the malfunction were to recur, it is possible that unintended gantry movement could occur with a patient on top of the treatment table. The gantry rotates a nominal +/- 190 degrees with nominal speed of 1.0 rpm and 6 degrees per second. Its important to note, that the motion stop circuit was functional during this incident, but was not activated by the service engineer. The incident occurred during initial machine power up in the morning without a patient on the treatment table. It is assumed that the service engineer was not watching the gantry motion and discovered the gantry to be out of position and at the end of its rotational limit.

Manufacturer narrative:
Na